Manufacturer narrative:
Concomitant medical products: 250ml hospira bag, (B)(4), lot 49-004-jt, exp jan 1, 2017, 0.9% sodium chloride injection; therapy date: unk. The customer¿s report that a pca set broke was not confirmed. No pca set was received. Visual inspection of the primary set that was received showed that the (B)(4) segment tubing had a ballooned area near the upper fitment. No other anomalies were observed. During functional testing the set was attempted to be re-primed and the bulged segment deflated due to the relief in pressure. No ballooning was observed during a gravity infusion. The set was pressure tested and the bulged area started to balloon at (B)(4). The root cause for this event could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the set is "broken"; location and nature of the break is unknown. There is information to suggest that the issue occurred while the set was in use on a patient, however, there are no event or patient details available. There is no report of any patient harm or medical intervention.